Event description:
It was reported that during a lap nissen fundoplication, the device was used for an hour and then it gave a solid tone and an instrument 5. Used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Information was not provided by the initial contact.